Event description:
It was reported that during a da vinci general surgery procedure, the surgeon felt that the endowrist one vessel sealer instrument's coagulation was not up to par. The instrument was removed and a replacement endowrist one vessel sealer instrument was installed to complete the planned surgical procedure. The replacement instrument was found to function properly. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. On (B)(4) 2015, intuitive surgical, inc.(isi) contacted the site's robotics coordinator who initially reported this complaint. According to the robotics coordinator the endowrist one vessel sealer instrument initially worked with no error messages noted. According to the robotics coordinator the patient's outcome was good and the patient did not experience any post-operative complications as a result of the reported event.

Manufacturer narrative:
Isi received and evaluated the instrument. Investigation was unable to confirm the customer reported failure mode; however, during initial inspection and functional testing, one tissue dam was found dislodged between the one endowrist vessel sealer's jaws. This was preventing the instrument from passing homing during in-house testing. After the tissue dam was reseated, the instrument successfully passed homing and additional testing was performed. This the homing failure affects the cutting function of the instrument but, not the sealing. The instrument installed on an is3000 system passed all testing. The intrument's electrode gap is within specifications and the instrument passed electrical continuity testing. The instrument's grip forces measurements in different orientation were found to be within specifications. The instrument's grip's in the straight position is 6.83 lbs, the pitch is 6.50 lbs and the yaw is 6.84 lbs. The instrument successfully delivered energy using a wet paper towel. Based on the testing results, it has been concluded that the instrument's sealing function is fully functional.

Manufacturer narrative:
The instrument has been returned to isi for failure analysis investigation; however, the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once the evaluation has been completed or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci general surgical procedure, while using the one endowrist vessel sealer instrument, allegedly, the instrument did not coagulate the patient's tissue adequately. If the reported malfunction were to recur, it could cause or contribute to an adverse event.